Event description:
It was reported that the patient presented to the hospital for a regularly scheduled pacemaker battery change procedure. During the procedure, an insulation breach was found on the right atrial lead. The lead was then capped and replaced successfully on (B)(6) 2022. There were no adverse consequences to the patient.